Event description:
It was reported that the bd 20ml 18g two piece syringe with needle experienced difficult plunger movement. The following information was provided by the initial reporter: "when the bd single-use sterile syringe (20ml) is dispensed, the piston cannot move".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : see h.10

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301948 and lot number 2106157. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained; however, the retained samples did not show any sign of defect. Although an exact cause could not be determined for this incident, it is possible that the reported defect resulted from damage to the plunger lip component. This type of damage may result from the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that the bd 20ml 18g two piece syringe with needle experienced difficult plunger movement. The following information was provided by the initial reporter: "when the bd single-use sterile syringe (20ml) is dispensed, the piston cannot move."